Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not sense a close door. A review of the event history log revealed 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower latch switch. The lower auxiliary requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense a closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.